Event description:
It was reported that the right atrial (ra) lead exhibited a warning for low unipolar impedance and intermittent undersensing possibly triggering atrial tachycardia/ atrial fibrillation (af) device classified termination of at/ af events at times. It was also reported that the right ventricular (rv) lead exhibited high thresholds. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.